Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, a perforation occurred with this right ventricular(rv) lead. The implant procedure time was extended and no adverse patient effects were reported.